Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower was not connecting after the system get restarted. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was not connected. A technical support specialist reached out to the customer; however, there was no response from the customer regarding the issue. The tss made three follow-up attempts to obtain a resolution, but there was no response from the customer¿s end. The case was updated and closed.